Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Th customer reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading at time of call was 425 mg/dl. Troubleshooting was performed. The customer stated that the device was exposed to an MRI. Reviewed the alarm history and found no relevant alarms. Assisted the customer to run a fixed prime test and the insulin was delivered. Ran a displacement test and passed. Performed the high pressure test and the test did not pass. Advised the caller to discontinue use of the insulin pump and revert to back up plan until the replacement of the device arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.